Event description:
It was reported that the patient had pain in pelvis when stimulation was on. An impedance check found high impedances over 4,000 ohms on all channels and programs. The patient felt pain even with stimulation on 0 volts. The stimulation was turned off. An x-ray was scheduled for three days later. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the position of the implantable neurostimulator was changed and the patient was "fine with that." The reporter stated that the lead was reconnected to the implantable neurostimulator and it was unknown if there were impedance issues. It was noted that the patient hadn't contacted the clinic in two months. It was further reported that the patient had a shocking or jolting sensation, and it was unclear when the sensation occurred.

Manufacturer narrative:
Product ID, 3093-28 lot# unknown serial# implanted: explanted: product type lead; (B)(4).

Manufacturer narrative:
(B)(4).